Event description:
It was reported that (1) atw35 device was used during a unknown procedure. It was reported by the rep that the instrument jammed and would not fire. It is unknown how the case was completed. There was no consequence to the pt.